Event description:
Device diagostic testing at office visits in 2002 and 2003 resulted in high lead impedance readings (dc-dc code 7 and limit), indicating possible device malfunction. The patient underwent generator replacement surgery during which intra-operative device diagnostic testing with new generator attached to original lead also resulted in high lead impedance reading. The new generator was explanted along with the original lead and the patient was re-implanted with a newer model vns therapy system. X-rays prior to surgery did not reveal any discontinuties in the ncp system. Lead break is suspected. The patient reportedly did not suffer any injury or trauma that may have contributed to the high impedance condition.